Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the lid for the battery hand-piece modular system was too tight to lock/unlock. Another lid was used instead and it was also tight although the surgeon managed to use the second lid and complete the operation. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed (mia). The report indicates that the: lid 05.001.227 sn: (B)(4) for trs modular hand pieces were inspected on 13.01.2015. All testing was performed according to test and troubleshooting compatibility according to complaint condition was tested with three different trs modular hand pieces. The lid passed all testing and was lubricated. The alleged "the lid in question was too tight to lock/unlock." Reported by the customer could not be confirmed. If handling difficulties do still appear at customer site, investigation of the hand piece is required, it may be deformed. This investigation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.